Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance on conducting a complete pump reset from technical support, and after the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.